Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, while closing the jaws to fit down the trocar, the screen shut off. A new handle was used to resolve the issue. After stapling the stomach, the staple line was oozy and the staple formation was unclear. The surgeon used another reload and moved the staple line over to resolve the issue and complete the surgery. The initial handle used was charged again, but it did not initialize. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the screen was activated, read the adapter and the reload with 3/4 battery charge. Once the surgeon went to use the powered stapler for the first firing, the jaws were not able to close to fit down the trocar. The screen was blank as if it ran out of battery. Had to use another handle and shell. After charging, the powered stapler that shut off during the procedure, was not able to turn on. It was also reported that during the procedure, the surgeon was not satisfied with the staple line, could not clearly see it and patient was very oozy. Another reload was used to make correction. There was no patient injury.